Manufacturer narrative:
Concomitant medical products: compact unit serial (B)(4), iol zcb00 serial (B)(4), viscoelastic healon5. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
A hospital reported 10 cataract patient experienced pseudomonas bacterial infections on the operative eye when using reusable tubing pack model opo65. A description from the hospital indicated that all the patients had initial cataract procedure on (B)(6) 2017. The hospital reported 9 of the 10 patients required medical intervention and were recovering. Only one patient required surgical intervention. It was reported that the 9 patients that had medical intervention either had 10 or 20 percent of vision recovered or had light reception. The hospital has not concluded the device is the suspect product and this is preliminary information that was provided. The cluster of pseudomonas bacterial infections is from one account/hospital and sterilization is conducted at the hospital. This report is for 4 of 10 patients. A separate report will be filed for each patient including patient that required surgical intervention.

Manufacturer narrative:
Device evaluation: the product testing could not be performed because the product was not returned for evaluation. Device inspection could not be performed, therefore the reported complaint could not be confirmed. Record review: a record review was performed. A product deficiency review was performed. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. No nonconformity report or documentation or labeling change is required. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Manufacturing record evaluation: the opo65 sovereign compact/diplomax ii reusable pack, with lot number cb26869 was manufactured as part of production order (B)(4). The production order was manufactured on (B)(6) 2016. No ncrs/ discrepancies/ deviations for similar issues were found during the manufacturing record review. The product was manufactured and released according to specification. No environmental action or alert events were reported at the time that these production orders were manufactured that could be associated to the compliant reported. The sterilization records for lot a7000153 was reviewed and found within specifications. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: concomitant medical products: in the initial MDR this field was not populated however the identifiers for the implanted intraocular lens were known: zcb00 iol serial (B)(4). Additional information: iol 2978961707 was implanted in left eye. Through follow-up, the hospital has indicated there is no abbott medical optics suspected products that contributed to the event and the prime concern is on the solution used for irrigation. In addition the lot number of the phaco tubing was provided and therefore the following fields have been updated accordingly: lot# cb26869, expiration date: 02/25/2019, (B)(4). Device manufacture date: 02/25/2016. All pertinent information available to abbott medical optics has been submitted.